Manufacturer narrative:
An event regarding malposition involving an trident shell was reported. The event was confirmed following a review by a clinical consultant. Method and results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review by a clinical consultant concluded: "cup malposition in low inclination and absent anteversion has contributed to overload in the bearing section of the arthroplasty causing excessive micro motion between stem taper and femoral head leading to catastrophic taper damage as final effect with disassociation of the femoral head from the taper." Device history review : all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review : there have been no other events for the reported lot conclusions: a review by a clinical consultant confirmed that cup malposition in low inclination and absent anteversion has contributed to overload in the bearing section of the arthroplasty causing excessive micro motion between stem taper and femoral head leading to catastrophic taper damage as final effect with disassociation of the femoral head from the taper no further investigation is required at this time. Additional information such as return of device, operative reports, better quality x-rays, patient history & follow up notes are needed to investigate this event further. If additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient's hip was revised due to disassociation of the head from trunnion of the stem.